Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine [2.5 mg/ml] at a dose of 1.0006 mg/day and dilaudid [40.0 mg/ml] at a dose of 16.010 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the pump was repositioned in (B)(6) 2017 because the sutures broke and it was bulging out of the pocket since (B)(6) 2017/1 week post implant (B)(6) 2017. No symptoms related to this event were reported. No further complications were reported or anticipated.